Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead exhibited noise oversensing. The rv lead was not used, and the physician completed the procedure using a different rv lead. The patient condition was stable.